Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient developed a fever of 41 degrees celsius.the patient's spouse was concerned that the patient had contracted a microbe as a result of the procedure. On (B)(6) 2024, the patient was taken to the hospital by ambulance due to the fever.the patient's physician informed the spouse that the fever was due to aspiration pnuemonia, IV antibiotics were administered.the patient had a relevant history of difficulty swallowing food for the previous month.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.